Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on windows update. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows updates screen for hours. A field service engineer (fse) remotely assisted the customer by stopping windows updates using the net stop command. Although the updates were successfully stopped, the station failed to boot into the application afterward. Fse then went onsite, reimaged the station, reconfigured it, upgraded the remote smart service (rss) and rss components manager, and performed a data sync. However, the data sync remained stuck for an hour. After consulting with the team lead, fse attempted to push the es reset ecc package, but it remained queued. Finally, changed the network duplex settings to 100 half duplex, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.